Event description:
Procedure: unk. Reportedly, a small piece of the synthetic foam rubber material came off of the port and lodged in the pt's subcutaneous tissue. This required surgical intervention to remove the piece from the pt.

Manufacturer narrative:
(B)(4).